Event description:
It was reported to the biomedical engineer, by department staff, that the epg (external pulse generator) would not power on using the "emergency" key. The biomedical engineer was unable to duplicate the issue. The epg was returned for repair and upgrade. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Upper and lower cases are contaminated. Side bail covers are broken. Lead flex cover is contaminated.